Event description:
Knee infection, meniscus damage. Report was received from an orthopedic physician in 2002 regarding a patient. The patient began having increased trouble with both knees in 2001 at which point chondropathia was diagnosed. Pt was treated with radiothermy wtih improvement. One week later, the patient received the first injection of synvisc and radiothermy. Another treatment with radiothermy occurred 4 days later. The patient's second injection of synvisc was given 3 days later. Two days later, the patient experienced acute swelling of the right knee, was hospitalized 20 days, and an infection of the knee joint was diagnosed. The patient was treated with novalgin/metamizol (dipyrone), clexane 40 (enoxaparin), voltaren emulgel (diclofenac), diclo100ct (diclofenac). In 2001, the patient had in-patient treatment due to meniscus damage (discharge date unknown). Two and half weeks later, patient had diffuse swelling and hyperthermia on lower leg. No further information was provided on the patient's outcome or the relationship of the events of synvisc. Further information has been requested. Corrective treatment: novalgin (metamizol), clexane 40 (enoxaparin), voltaren emulgel (diclofenac).